Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following a discontinued treatment. When she opened the cassette door there was fluid on the tubing set. The tubing set was not made available. No follow up contact could be made with the pt or her pd nurse. There was no report of infection. There was no report of prescribed prophylactic antibiotics. No adverse event has been reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.